Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse called to report a high blood glucose reading of 409 mg/dl. The nurse stated that the customer had not delivered a bolus for the past 18 hours. Troubleshooting was performed, and the time was not programmed correctly. The daily totals matched with the bolus and basal delivery totals. The insulin pump passed the prime test, but the nurse didn't have the tubing clamp for the high pressure test. Notching further was reported.